Event description:
Additional information received: was not in use with patient when issue was found.

Manufacturer narrative:
Other, other text: additional information d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review.. A product sample was received for evaluation. Visual and functional testing were performed. The tank cover was extremely cracked. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The root cause of the reported issue was found to be faulty printed circuit board (pcb) kept alarming for overtemperature and wouldn't allow the setting to be adjusted. The technician replaced the pcb.

Event description:
It was reported the device gave the overtemperature alarm. Issue was found during preventive maintenance; no patient involved.